Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The field service engineer (fse) noted a check vent alarm 1104 error code. The fse replaced the pm board to address the issue. No part was return or received in the factory therefore no failure analysis can be performed with the replaced part. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Investigation on this quality issue shows that during servicing of this unit. The field service engineer (fse) noted a check vent alarm 1104 error code back-up alarm failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.